Event description:
It was reported that during an unknown procedure, electrocautery was used on the patient causing noise on the leads. The noise caused inappropriate shock delivered to the patient. The patient condition is expected to be stable. No further information is available